Event description:
It was reported that the balloon was not inflating before use. There were no patient complications reported.

Manufacturer narrative:
As received, the balloon was returned but not attached to the catheter. Residual adhesive was observed at both the proximal and distal bonds. It is unknown at what point the balloon detached from the catheter. The contamination shield, syringe and introducer were not returned. All through lumens were tested for patency and leakage. Although it was reported that the failure occurred prior to use, during evaluation of the product the proximal infusion lumen was found to be occluded with what appeared to be blood. Remaining thru lumens were found to be patent, without leakage or occlusion. No visible damage was observed on the catheter body. A CAPA was opened to investigate this issue. The investigation is in progress.

Manufacturer narrative:
The lot number was provided and a device history record review was completed and documented that the device met specification upon distribution.expiration date: october 01, 2011appoximate age of device: 9 monthsdevice manufacture date: april 12, 2010